Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing.   Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the severe pvl was per medical opinion, ¿the valve at final position was too high and there was too much calcium in the native valve,¿ and ¿the cause of the placement too high was because during the positioning from the implantation there was parallax in the valve and because of the calcium in the lcc it was hard to do a fine positioning of the valve.¿ the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in brazil, regarding a 26mm sapien 3 valve in aortic position by tf approach. Same day after the implant patient presented severe pvl. Doctors were worried about post dilation because the valve was already high (100% aortic). Therefore, no actions have been taken. The patient had a severe aortic regurgitation before the tavi procedure and now it¿s moderate according to the tte.  The operators decided to follow up and plan future strategies, because the gradient is low and the leak has no impact on hemodynamics now. Patient is at home, stable and within clinical parameters.